Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 50mm with a proximal neck diameter of 20-21mm for length of 25mm. Both cia's measured 12-13mm and bilateral eia's were 9mm in diameter. A bifurcated stent graft was placed from the right side without difficulty and accurately at the level of the lowest left renal artery. An iliac limb was placed on the contralateral left side with appropriate overlap. An iliac extension was placed on the right just proximal to the riia. The bifurcated and iliac stent grafts were modelled with the integrated balloon within the coiltrac delivery system throughout the stent graft. Completion angiogram demonstrated an endoleak at the gate. (Mdr2953200-2008-00495). The contralateral limb was realigned with an iliac limb and the entire device was modelled with a reliant stent graft balloon. Final angiogram revealed an endoleak on the ipsilateral side. The physician believes there was an endoleak and realigned the ipsilateral limb with an iliac limb. Completion angiogram showed much improved but still present endoleak which appeared to still come from the ipsilateral segment of the bifurcated stent graft. Patient was given protamine and was discharged. Films have been received by medtronic and sent to an independent consultant. The film review has not been completed, a follow-up will be submitted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention required) - pending film review.